Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient was in "a-fib for 8 minutes." It was also reported by the patient's spouse that the implantable pulse generator (ipg) was pacing the patient "a great majority of the time." And the ipg was only supposed to "kick in" when the patient's heart rate fell below 60 beats per minute. The ipg remains in use. No patient complications have been reported as a result of this event.